Event description:
It was reported the patient felt pain at the ipg pocket when she twisted her body a certain direction. The physician had an x-ray taken, and no anomalies were found. It was reported the scs system appeared to be intact and was functioning normally. Further follow up identified the physician had no intervention planned at the time.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.